Event description:
Device evaluation: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have results above range when tested with control solution. On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately low compared to another device. The reporter claimed obtaining a blood glucose reading of "358mg/dl" with the subject meter and "427mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.